Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of the healthcare professional, right side intracapsular rupture, cyst and "slightly higher in position" of textured device. Device remains implanted.

Event description:
Company representative reported on behalf of the healthcare professional, right side intracapsular rupture, cyst and "slightly higher in position" of textured device. Device remains implanted.